Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n167953007, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that during a normal pump replacement procedure, the physician had difficulty removing the sutureless connector from the pump. It appeared that the sutureless connector was non-compressible due to tissue or material formation inside of the connector, preventing the connector from being removed from the pump. The pump and sutureless connector were removed and a new sutureless connector was attached to the catheter in the pump pocket, and then attached to the new pump. It was noted that patient status at the time of this report was alive with no injury. The pump was used to deliver gablofen.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's status after he device was removed was "recovered without sequela."

Manufacturer narrative:
Analysis of the catheter sutureless connector found difficulty with sutureless connector which led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.